Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
The patient underwent pipeline embolization treatment on (B)(6) 2014. During the procedure, it was reported the pipeline (4mm x 12mm) formed a cigar shape in the mca (middle cerebral artery) and then the system was pulled back to the ica-mca junction to deploy, but the distal end of the pipeline did not open. The pipeline was removed from the patient and the procedure was completed successfully with another device.no patient injury was reported as a result of the procedure.